Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dead. Her blood glucose level was 492 mg/dl. The customer took a shot and her blood glucose level went down to 221 mg/dl. The insulin pump alarmed power loss. The insulin pump was working properly. The device was not returned.